Manufacturer narrative:
Analysis of the ins, model 97714, serial no. (B)(4), found no significant anomalies, functionally okay.

Manufacturer narrative:
References the device that was returned for analysis in association with the event. This serial number differs from the initially reported serial number / serial number noted on the paperwork accompanying the device (serial number (B)(4)). Other applicable component returned is: product ID: 3550-29, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported that the patient was unable to charge with the strongest coupling (i.e. 8 bars for the duration of implant). Clarification from the manufacturer representative reported the patient could only obtain a maximum of 4 bars coupling when recharging. X-ray imaging confirmed the battery was in the correct orientation. Additionally, the patient was provided with a new recharger to help alleviate prolonged charging intervals. However, after the recharger was replaced, the physician concluded the problem was with the implantable neurostimulator (ins) and it was decided to replace the ins. The ins was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.